Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had a recent dental visit and was informed they have new cavities which could be due to prolong use of the same aligners. They had dental work done for the cavities and chipped tooth.